Event description:
Customer called lfs on 09/12/02 alleging this ot basic meter was missing segments. The issue was unresolved with troubleshooting. The meter was giving pt readings of 498 and 493 mg/dl. Pt was experiencing symptoms of high blood sugar and went to the ER due to the high readings. Pt was treated for high blood sugar in the ER. No further info has been reported. The meter has been replaced for the customer.